Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device evaluated by MFR and to provide the completed investigation results. One 6fr angio-seal vip device components were received for evaluation. The piece of the suture, collagen knot and the anchor was returned in a small plastic container for analysis. No other components were received. Visual inspection revealed that the collagen knot was attached to the anchor. Microscopic analysis revealed that there was no deformation observed on the anchor. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
This report is being submitted in response to user facility medwatch report. The event description states the following: patient underwent cardiac cath via right femoral approach. Closure of femoral site with an angio-seal device was attempted but hemostasis was not completed. Manual pressure was applied, quick clot and turned off angio-max. The patient was moved to cicu with a femstop applied at 1500. At 2030 pulses were absent with doppler. The physician assistant assessed the patient, a groin ultrasound was obtained and a decreased flow was noted and a suspected proximal thrombus. Emergent vascular surgery, longitudinal arteriotomy with a number 11 scalpel and sent with potts scissors. The string leading to the angio-seal device was identified. The string was outside of the artery, but tracked inside of the artery for several centimeters up to the mid-external iliac artery where the angio-seal plug and plastic material were located. This was occlusive to the external iliac artery and was extracted. Surgical repair of external iliac artery with bovine pericardial patch angioplasty and extraction of device was completed. The patient required a wound vac and a home health wound care after surgery. The patient was re-admitted to the hospital on (B)(6) 2018 for a debridement of non-viable skin at the edge of the inguinal incision on the right. The patient had fistula in left arm and IV access in right arm: therefore, the groin was used for her catheterization. Additional information received on (B)(4) 2019: the landmarks were ascertained by fluoroscopy, a 5 fr sheath (which was later changed to a 6 fr) introduced into right femoral artery without difficulty. The procedures performed were coronary angiography, left ventriculography and a left heart catheterization with lvedp determination. The patient had a new anterior wall motion abnormality, a new lesion in a diagonal as large as her lad, and a focal lesion in mid-pda that was non-critical. There were no issues with insertion, deployment, or withdrawal of the device during angiogram or cath. Hemostasis was not achieved with the angio-seal device. The puncture site was below the level of the common femoral artery bifurcation. During emergent repair, it was noted that a number 3 fogarty was attempted to pass down the superficial femoral artery and would not pass secondary to chronic disease. Operative note states that the angio-seal device plug and plastic material were occlusive to external iliac artery and were extracted.